Event description:
It was reported that after the sheath was inserted, resistance was met when advancing the intra-aortic balloon (iab) through the sheath. The md tried to remove the iab from the sheath; however, the iab became stuck in the sheath. As a result, the md removed the iab and the sheath as one unit. The md opened another iab kit to replace the sheath and iab. Per the report, "the pt is in poor condition." There was no reported pt injury or complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.